Manufacturer narrative:
Section a2: correction section d4, h4: additional information manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate ii lvas, (B)(6), could not be conclusively determined through this evaluation. The account originally reported that the patient was found deceased on (B)(6)2016 from accidentally stopping the device by disconnecting both power leads at the same time. It was also reported that the cause of the patient¿s death was cardiac arrest; however, additional information received from the vad coordinator on (B)(6) 2020 stated that it was only known that the patient died at home and the event was suspected to be related to the patient sleeping on batteries. The account also reported that an autopsy was not performed and heartmate ii lvas, serial number (B)(6) was not explanted. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system. Additionally, the current hmii IFU and patient handbook state that at least one system controller power cable must be connected to a power source (power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) at all times. Furthermore, the hmii IFU shipped at implant states that disconnecting both power leads at the same time will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient was found deceased with both power leads disconnected. No further information was reported.